Event description:
Stryker 2140 "intouch" beds with the "zoom" feature include several parts which enable the drive feature and then respond to the operator's intent for the bed to move. Once the drive feature has been selected by pressing a "d" button at one of three locations on the bed, both "zoom handles" are energized and they display a yellow or green led when the button on either handle is pressed. The yellow led indicates that the drive feature has been requested, and after about 10 seconds, the green led indicates to the operator that the drive wheel has completed lowering onto the floor. After the green led displays, the bed is driven by pressing either handle button and either pushing or pulling the handles. The handles are proportional; that is, pushing or pulling harder makes the bed go faster. The leds on the handles are directly controlled by a nearby board, the csi-1157 -stryker p/n 27-1371- drive board. There is one of these boards on each bed. This board also converts the input from the handle pressure load cell into a signal to the motor. Since (B)(6) initial purchase of 103 beds, we have had approximately 70 failures of these csi-1157 boards. The boards fail in many ways. Some are inconvenient: no green led, no yellow led, no led, solid green led, flickering led. Some failures prevent the bed from functioning properly: no forward, no reverse, slow drive, no drive. And some failures are potentially catastrophic: when the drive handle button is pressed, without the handles being pushed or pulled, the bed goes forward to full speed. Five boards on five beds have failed in this way. No pt injuries have occurred from these failures yet, but we have heard that several staff have been injured. Stryker 2140 "intouch" beds with "zoom" feature operate by lowering a fifth center wheel to drive the bed. This wheel raises when the neutral button is pressed or when the bed is plugged in to ac wall power. When the bed's two batteries in series drop below 22 volts, the bed sounds an alarm, displays an alert, starts to raise the drive wheel and then the computer shuts down all circuits, within 3-4 seconds. The drive wheel actually requires 9-10 seconds to fully retract, and the 3-4 second shut-down sequence leaves the wheel still strongly in contact with the floor. When the computer has shut down all circuits with the drive wheel still pressing on the floor, the bed cannot be rolled without an extreme amount of effort. (B)(6) has experienced a number of staff injuries from exactly this sequence of events, while transporting ICU pts between departments, e.g. Between ICU and operating room. Besides the staff injuries already experienced, the threat to pt safety occurs when a bed transporting an ICU pt is stalled in a hallway, away from life supporting equipment until enough staff can be assembled to force the bed down the hall. In our opinion, the problem could be prevented by simple re-programming of the computer in these beds to allow a ten second shutdown sequence which would give the drive wheels time to clear the floor. This design problem has existed since we took delivery of 103 of these beds in 2007. All of our beds behave exactly the same. This issue only came to our attention when a series of aftermarket replacement batteries began failing in (B)(6) 2010. The defective batteries lost their charge too soon. These batteries were all replaced with OEM batteries by (B)(6) 2010. The problem can also occur when a bed has been used and has not been recharged fully, which can happen at any time.